Event description:
The patient wrote the following: ¿I has one and in 2005 had to have it taken out due to kidney stones. They left wire in and hurts so bad in stomach. I can feel the wire cutting in me. Why can¿t wire be taken out? I am in terrible pain. They did not take the wire out. It is cutting in my stomach.¿ the patient further noted that she ¿could not take the pain¿ and that ¿it felt like it was cutting her.¿ the patient noted that she first had it ¿done" or "put in¿ in 1996. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot # l40258, implanted: (B)(6) 1996, product type lead; product ID 3550-09, lot # la9382, implanted: (B)(6) 2002, product type accessory; product ID 7495-66, serial # (B)(4), implanted: (B)(6) 1996, product type extension. (B)(4).